Manufacturer narrative:
As received, a complete lead was returned in one piece. The guidewire could be fully inserted inside the lead and removed without difficulties. The s-curve hump height was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage at proximal region. The reported event of the guidewire could not be inserted into the left ventricular lead was not confirmed.

Manufacturer narrative:
Source: this product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the guidewire could not be inserted into the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.